Event description:
It was reported that during an unknown procedure, the stapler fired the knife but no staples were fired. The patient bled slightly but was controlled. Another device was then opened and the patient was re-stapled. The patient was ok with minimal non-life threatening blood loss. Surgery was prolonged ten minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.